Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that burr stuck in lesion, vessel closure and a vessel dissection occurred. The target lesion was located in a tortuous circumflex artery and contained a 70 degree bend. A 1.25mm rotalink plus was selected for treatment. During the procedure, while the physician was finishing the rotablation of the primary lesion, it was noted that the burr became stuck in a distal secondary lesion, not intended for rotational atherectomy. The physician was able to remove the burr from the lesion, the burr stalled, the vessel closed and subsequently, a significant dissection was noted in the area where the burr had been stuck. Several stents where attempted to be implanted and the physician eventually was able to use a non bsc stent. However, the stent was not quite able to cross the dissected area and the vessel would still not open; thus, the patient was sent for surgery. There were no further patient complications reported and the patient's condition later that night was fine.